Manufacturer narrative:
(B)(4). The system will continue to be monitored at this time. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. Pacing impedance measurements were acceptable and stable. In clinic, out of range measurements were not recreated. No adverse patient effects were reported.